Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Post implant, the lead dislodged and exhibited an increase in thresholds and poor sensing. After several unsuccessful attempts to reposition the lead, a new lead was implanted. The patient recovered uneventfully.